Event description:
Per the clinic, the patient underwent surgery in 2009 for recurring infections and found the magnet was out of place and encapsulated by tissue. Five days later, the patient underwent a second surgery to replace the internal magnet. At this point the magnet was actually a non magnetic plug. More information has been requested in regards to the patient having a third surgery to replace the plug with a sterile magnet.

Manufacturer narrative:
Implanted device remains.